Event description:
It was reported there was a possible catheter occlusion which caused the patient a return of symptoms. The actual signs or symptoms the patient was experiencing weren¿t known. The patient had reported increased pain and the managing health care provider (hcp) then attempted a catheter dye study in his office under fluoroscopy. The study was unsuccessful due to an inability to aspirate the catheter. The date of the dye study wasn¿t known nor was the time frame of the patient¿s symptoms known. In terms of what interventions/actions were taken to resolve the issue, a complete catheter revision was done on (B)(6) 2015. Before completely replacing the catheter, the hcp accessed the spinal segment by making an incision on the back; the hcp then cut the spinal segment in front of the spinal pump segment connector piece and got adequate cerebrospinal fluid (csf) back flow. He then with the pump segment piece exposed and open, attempted to flush out the pump segment under fluoroscopy using a catheter access port kit. The attempt was unsuccessful. The hcp then opened the pump pocket, exposed the pump and attempted again to flush the pump segment. The attempt was unsuccessful. The hcp tried dislodging the pump connector from the pump but was unsuccessful so the proximal catheter before connecting to the pump was cut. The hcp when attempting to disconnect the catheter connect piece from the existing pump had much difficulty and the connector piece became dislodged leaving the inner metal piece on the pump connector. The connector piece from the 8578 would not detach from the existing pump. Several attempts were made to dislodge the catheter connector piece from the pump. The connector piece however as reported pulled apart. The hcp also attempted pushing pfns (preservative free normal saline) through the catheter after it was cut free by the pump by the use of a needle and syringe. He couldn¿t get anything to push through the existing proximal catheter that remained in the patient. Due to the inner metal piece of the catheter connector piece remaining on the pump and the difficulty from removing it from the pump, the hcp made the decision to replace the pump out of concern of damage caused from the metal piece. The issue was considered to be resolved as of the date of the report. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid.

Event description:
Additional information was received from a consumer. The patient had a pain pump implanted in 2007 and had it replaced in 2014. With this last replacement (2014), the patient began experiencing all sorts of problems involving the pump. It was determined that the pump was "defective" and that required additional surgery for the patient. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n122996017, implanted:(B)(6) 2007, explanted:(B)(6) 2015, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted:(B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n124717, implanted:(B)(6) 2007, product type: accessory. (B)(4).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, lot# n122996017, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient product ID 8590-1: lot# n124717, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
Information was received from a legal firm regarding a patient who was receiving dilaudid 7.5 mg/ml at 1.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced pain located in the low back, and spine pain on (B)(6) 2014. According to the patient, the severity of the pain was 4/10 average and the relief that the medication provided was noted as 50% to 75%. Patient also stated they had extreme pain at excision site following pain pump insertion. Installed in june 2014 and due to consistent and regular stalls, it was removed in (B)(6) 2015. On (B)(6) 2014, the patient reported lumbar/lower back spine pain and severity of the pain is 4/10 average. The relief that the medication provides was indicated to be 50% to 75%. On (B)(6) 2014 the patient reported to the health care provider that they experienced chills, sleep disturbances, excessive sweating, heat intolerance, difficulty urinating, lumbar spine pain and radicular pain, coordination problems, gait abnormality, tingling and numbness. On (B)(6) 2014, the patient reported they had thoracic back pain, lumbar spine pain, radicular pain, and gait abnormality. At a refill on (B)(6) 2014, the intrathecal medication dilaudid was increased to 1.7 mg/day. On (B)(6) 2015 the patient reported to the health care provider that they were experiencing pain in their bilateral low back and right lower extremity, lumbar spine pain, thoracic spine pain and radicular pain. The severity of the pain was 7/10 average and the relief that the medication provided was less than 25%.the intrathecal medication dose was adjusted and the physician would perform a pump myelogram if the pain problem persisted. On (B)(6) 2015 the intrathecal medication, dilaudid, was increased from 1.5 to 1.9 mg/day and on (B)(6) 2015 was increased to 2.1 mg/day. At the refill on (B)(6) 2015, the patient reported lumbar spine pain, radicular pain, muscular spasms, joint pain, swelling, and was uncomfortable due to pain. The patient presented on (B)(6) 2015 for an evaluation secondary to intermittent withdrawal and was unable to work during the related period they were going through withdrawals. They stated it had been going on for a few months and at their last pump refill they'd been having issues associated with feeling hot and sweaty and were concerned about pump or catheter function. The patient was scheduled for a pump myelogram and was given recommendations associated with their intermittent withdrawal. The patient's pump was evaluated on 20-jan-2015 and educated to risks/benefits after the pump myelogram. Patient stated they had been going through intermittent withdrawal. They had never really been having great relief for the past 2-3 months, experienced thoracic back pain, bruising, aching, anxious/pre-op anxiety, negatively impacted mobility, chronic constant pain, making cautious movements, frowning, had a loss of range of motion, slightly limited mobility and sensory perception and was drowsy. Fluoroscopic directed pump myelogram, irrigation of intrathecal catheter, and reprogramming were recommended and performed on (B)(6) 2015. They entered the side port with the needle and tried to aspirate cerebrospinal fluid. They could aspirate small amounts of fluid from the catheter, but no evidence of significant csf flow. Because of this, they changed the needle and performed a dye study. It was very difficult to inject, and there appeared to be a slight tear going through the supraspinous ligament and the catheter. The patient was discharged in satisfactory condition with the need of revision of intrathecal catheter. The patient had experienced thoracic back pain, lumbar spine pain, muscular spasms, limited mobility, stiffness, loss of range of motion, decreased extensor hallucis longus/extensor digitorum longs. Strength on, decreased hamstring strength on, decreased quadriceps bilaterally and was uncomfortable due to pain. Revision and replacement of pump and reconnection of the proximal catheter occurred on (B)(6) 2015. Dissection was carried down to supraspinous ligament where the previous catheter was found. They disconnected the catheter and got some csf fluid. The previous intrathecal catheter was removed and pursestrings were secured around the supraspinous ligament to close the csf leak. They attempted to place saline through the proximal part of the catheter and the port, and could not inject anything through the proximal port and catheter; therefore, went ahead and made an incision down to the pump. Once they could visualize the side port they tried to inject and could not so they tried to disconnect the proximal catheter from the pump which could not be done. Then part of the catheter was cut and they could aspirate and inject through the catheter, but again could not inject through the sideport. They attempted various ways to disconnected the proximal connection but the sutureless connector could not be disconnected and therefore, they decided to replace the pump. They were not sure where the blockage was sent. The new pump was filled with medication (7 .5 mg of hydromorphone). They tunneled from the posterior incision to the anterior abdominal wall a new proximal catheter then connected to the posterior catheter after the catheter in the intrathecal space was pursestringed around the needle. The pump was then placed in the pocket and they connected the sutureless connector. They were able to aspirate csf from the sideport and the pump pocket was closed and tacked down to the anterior abdominal wall. The patient¿s concomitant medications included: medrol tablet, synthroid 150 mcg, prozac 1300, testosterone 200 mg/ml, nexium otc 20 mg, norco 325mg tablet, voltaren 75 mg tablet, losartan potassium-hctz 1300 , vitamin d, vitamin e-safflower oil , klonapin 0.5 mg prn. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found no anomaly. Analysis of the catheter, model # 8711 , lot # n122996017, found a hole in the catheter body at the pin connector, underneath the strain relief shroud. Analysis of the catheter, model# 8578 , sn (B)(4), found the difficulty with the sutureless connector led to explant. Interrogation of the pump determined the dilaudid dose and concentration to be 2.1045 mg/day and 7.5mg/ml respectively. Conclusion: pertains to the pump, sn (B)(4). Pertains to the catheter model# 8711 , lot # n122996017. Pertains to the catheter 8578 , sn (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.